Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose was 354 mg/dl. Reportedly the customer had manual injections for alternate insulin therapy.

Event description:
Additional information was reported on (B)(6) 2018 by the contact. The customer's blood glucose elevated to 700 mg/dl with large ketones due to the reported issue. Reportedly, the customer experienced problems breathing, nose flaring, and vomiting. To resolve the elevated bg and ketones, water was consumed and manual injections were administered.